Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) displayed noise on the right ventricular (rv) channel. The noise was oversensed and lead to pacing inhibition with greater than two seconds of asystole. Increased rv thresholds were also noted to have caused loss of capture. A local field representative reported that the patient experienced pre-syncopal symptoms but did not have any syncopal episodes. The rv sensitivity was adjusted and the patient will have a follow up in one month. Subsequent information indicates that a lead revision procedure was performed during which, the competitor's rv lead was cut and capped. No adverse patient effects were reported.

Manufacturer narrative:
As of today, all information indicates that this device remains in service. No additional information is available at this time. Should additional information become available, this report will be updated.